Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch mini-lancer lancing device had a damaged lancet holder. The complaint was classified based on customer care advocate (cca) documentation as the reporter refused to provide any further information when contacted by medical surveillance. The patient reported that the device issue occurred on (B)(6) 2016 at 08:45am. The patient reported that in response to the alleged issue he decreased the dose of his insulin but could not specify when. The patient did not report developing any symptoms, however stated that on (B)(6) 2016 at 09:15am he was treated in an emergency room with IV fluids. During troubleshooting the cca noted that there was no apparent misuse of the device. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional for a blood glucose excursion after the alleged issue occurred.